Manufacturer narrative:
The event took place (B)(6) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximatly 2 months after the first surgery. The surgeon explanted 1 centered glenoshere 36 and 1 humeral cup 36+3. The surgeon implanted 1 humeral spacer +9, 1 humeral cup 403 and 1 centered glenosphere 40.